Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state:the meter was found to have a defective eeprom u12 failure.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u 12 failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.